Event description:
Same case as manufacturer's report # 6000089-2007-00848. It was reported that following a percutaneous coronary intervention (pci), the patient died. The 100% stenotic lesion was located in the calcified and moderately tortuous left anterior descending (lad) coronary artery. The liberte monorail stent was reportedly being used to repair a dissection caused by another manufacturer's stent in the proximal ald. After successfully deploying the liberte stent inside the other manufacturer's stent, it was noted that the liberte monorail stent strut obstructed the flow of blood to the left circumflex (cx) coronary artery. Subsequently, the physician used a maverick2 monorail catheter to cross the cx. Upon difficulty removing the liberte monorail stent delivery system (sds) from the lad, the physician attempted to withdraw both the maverick2 monorail catheter and the liberte sds. Consequently, the proximal shaft of the maverick2 monorail catheter separated. The separated portion of the catheter was withdrawn by a snare catheter. Following these events, the patient died. The timeframe between the event and death is unknown. The cause of death and date unknown. The death certificate and autopsy result are not available. According to the physician, "the device and death of the patient did not have causation."